Manufacturer narrative:
Insulin pump failed to power up after installing the battery due to moisture damage to electronic devices noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump stopped working due to fluid exposure. The customer's blood glucose level was unknown. Customer reports the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. The customer was not able to complete self test because of blank display. Customer was advised to discontinue the use of insulin pump and revert to the back-up plan. The device will be returned for analysis.